Manufacturer narrative:
Correction: section h6 investigation conclusions code should have been "12 - cause traced to device design" instead of "18 - failure to follow instructions" in additional report 1. This correction is reflected in this additional report 2.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
It was reported the patient had an unrelated surgery where the device was not set to surgery mode. In turn, the ipg had become inoperable. As a result, the patient underwent surgical intervention during which the device was explanted and replaced. There were no complications during the procedure.